Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. Device evaluation: customer reported the pump had been alarming and displaying an error code 1870, and the alarm had returned once again. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the was alarming and displayed error code 1870 indicating a motor timeout. Per reporter, multiple attempts were made to perform a hard reset, and the alarm returned each time the pump attempted to cycle. The patient was redirected to the clinic. No patient harm/adverse event was reported.